Event description:
On (B)(6) 2010 the pt underwent open lar with ileostomy using colonring due to rectal malignancy. On pod 15 he complained of back pain. A CT scan performed on (B)(6) 2010 revealed a pre-sacral abscess. On (B)(6) 2010 he was re-operated in order to remove the colonring.

Manufacturer narrative:
This report is submitted on behalf of the manufacturer (niti surgical solutions ltd; (B)(4)) and the importer ((B)(4)), as niti surgical solutions ltd. Serves as the designated complaint handling unit for both facilities. The production history files were reviewed, indicating that the device was released according to the product specifications. The device was returned for eval and is currently under investigation. Anastomotic leakage, including abscess, is one of the most common complications of colorectal anastomotic procedures with both staplers and compression anastomosis devices. The current cumulative leak rate following use of colonring device is within the low range reported in the literature for anastomosis devices.